Manufacturer narrative:
Com-(B)(4)). Result code- remove (B)(4).

Event description:
No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection had occurred. No product was provided for evaluation. A follow-up will be submitted upon receipt and completion of product investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. There was no data provided for investigation. A bin file review was done and confirmed a loss of connection occurred. The probable cause could not be determined.